Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and will file a follow-up report when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a patient expired while using a ventilator. The investigation was based on review of the ventilator's downloaded event logs. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported day(s) of the event was (B)(6) 2017. On (B)(6) 2017 at 18:32:53 local time, ac power was disconnected from the device. The device was then operating from detachable battery power. On (B)(6) 2017 at 22:23:06 local time, the device alarmed to indicate the detachable battery was depleted. This alarm was not acknowledged by the caregiver. At this time the device began operating from internal battery power. On (B)(6) 2017 at 02:08:03 local time, the device sounded a medium priority alarm indicating the internal battery was depleting. This alarm was not acknowledged by the caregiver. On (B)(6) 2017 at 02:19:06 local time, the device sounded a high priority a high priority alarm indicating the internal battery was nearly depleted. This alarm was not acknowledged by the caregiver. On (B)(6) 2017 at 02:30:35 local time, the device powered off due to depleted batteries. The device was not powered on again until 08:11:43 local time on (B)(6) 2017. The manufacturer concludes the event was caused by the ventilator powering off due to depleted batteries. The ventilator alarmed appropriately to alert the caregiver as the batteries depleted. This investigation was based on review of the ventilator's downloaded event logs. The ventilator has not yet been tested or evaluated.